Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that metal foreign matter and fibrous foreign matter clogged the nozzle. Users used disposable cleaning brushes for reprocessing. There was no deformation of the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a leak. The issue was found during reprocessing. Inspection and testing of the returned device found that there may be foreign material in the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there might be foreign material in the scope, the air/water flow was insufficient, there was low angulation, the bending section rubber glue was peeled off, the insertion tube was damaged, the distal end was damaged, the connector was damaged, and the forceps channel had a leak due to a pinhole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.